Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: prior to use on pt a doctor confirmed the balloon would not be inflated. Setting again but the same trouble was duplicated. Opened another. No pt involvement. Operating time not extended.

Manufacturer narrative:
(B)(4).